Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Yellow particles observed, inside the device. Black particles observed, in the fill channel. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.